Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that it was not working anymore. The consumer didn¿t know if it was the battery or recharger wasn¿t working. The consumer reported that it wasn¿t operable anymore. The consumer reported that it wasn¿t charging at all anymore. The consumer was not with the patient at the time of the call to do troubleshooting. The consumer didn¿t know if the patient could communicate with the recharger or patient programmer (pp). The patient had the device for lower back pain. The consumer reported that the patient has had the device for a while. The consumer reported that the patient had an appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.